Manufacturer narrative:
This report is supplemented to correct the h6 health effect - clinical code- liver abscess. This report is linked to patient identifiers: (B)(6).

Event description:
No additional information received from customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00170. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is linked to patient identifiers: (B)(6).

Event description:
It was reported that post therapeutic ercp-stent placement procedure (dates presently unknown), three patients returned to the facility because of liver abscess. A procedural delay was reported. The procedure was completed with a competitors device with a delay of less than 30 minutes. Furthermore, it was noted that the scope could only be deployed halfway and in one of the procedures, the scope elevator¿s lacked of full range of motion and thus the scope had to be withdrawn from the patient and the rest of the procedure was performed with a disposable scope manufactured by a competitor. Reportedly, the scope was culture tested following each procedure and the results were negative. It was found that small blue debris was left on the distal tip of the scope was visible inside the working channel near the elevator. This complaint is for the first patient who returned to the facility with liver abscess.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00170. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.